Manufacturer narrative:
Upon multiple requests, no further details have been provided by the facility in regards to the pt or the procedure. If the product is returned to bwi in the future, an analysis will be performed and a supplemental report will be provided to the FDA. (B) (4).

Event description:
It was reported during an esi case, there was a pericardial effusion and the pt tamponade. The stockert was used in this case. The cas did not have any other details. The catheter will not be returned.